Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed and failure to interrogate was confirmed. The device was received with no telemetry. Device regained ble communication after re-attempt to establish telemetry during analysis. Device image indicated software error had occurred and device lost ble telemetry. Analysis performed after regaining telemetry indicated device battery voltage was above eri. Further investigation found no anomaly and could not reproduce the interrogation error. The cause of telemetry anomaly could not be determined. Longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the device was explanted.

Event description:
During follow-up, the device could not be interrogated. Premature battery depletion was suspected. Device explant was anticipated to resolve the event. The patient was stable and there were no adverse consequences.